Event description:
Device malfunction: dislodgment of stent. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during a stenting procedure in the left renal artery, while advancing the omnilink stent delivery system, the stent dislodged from the balloon and was free floating in the aorta. Using an unspecified balloon where it remains. There was no reported adverse patient sequela. Though requested, there was no additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.